Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the valve operated not within the accepted tolerance in both positions. A slower outflow could be determined. Adjustment test: the m.blue was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in m.blue. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a slower outflow. The deposits found can be named as the cause of the outflow deviation. Proteins in the csf can temporarily affect function and are known side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met the specifications at the time of release by christoph miethke gmbh & co. Kg. No further regulatory action is required from our point of view.

Event description:
It was reported that a m.blue (#fx827t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 67 years, height: 164 centimeters, weight: 78.5 kilograms, gender: female.